Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the affiliate that the surgeon loaded the tl60 device on the bowel and attempted to fire. It would not fire. Another device was used to complete the case. There was no consequence to the pt.